Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported "right side deflation." Device remains implanted. Right side.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation:analysis of the returned device identified: crease fold, opening on radius, wear abrasion and yellow biological tissue inner the device. Leak test and microscopic analysis was performed which identified: crease smooth opening on radius and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: crease smooth opening on radius assessed as fold flaw opening.